Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had a blank display as well as had damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the battery needs replaced this afternoon, I can't get it to turn back on again as well as the display is blank. Troubleshooting was performed for blank display and noticed the pump screen is blank and unable to continue the troubleshoot. The insulin pump will not be returned for analysis.